Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the system was in clinical use for a coronary diagnosis procedure. The procedure was completed as planned. The system was slow as the host pc was slightly degraded but had no patient impact. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc memory 2 had a problem received via remote alert. Upon troubleshooting, fse found the dual in-line memory modules (dimms) within the host pc did not start up correctly. Due to manufacturing issues, the dimms may not function as intended, leading to issues with the allura xper and allura centron systems imaging processing pc, host pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has initiated a medical device correction z-1156-2024. To resolve the issue, fse replaced hard disks and host pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that host pc memory 2 had a problem. No harm was reported to philips. Philips has started an investigation of this complaint.